Manufacturer narrative:
Based on available information and review of downloaded treatment data, the ak 98 machine was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away at home and was likely connected to an ak 98 machine at the time of death. An ambulance was called and it is assumed that the ambulance staff disconnected the patient from the extracorporeal circuit. No additional information is available.

Manufacturer narrative:
Address: (B)(6). Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.